Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the site as the infusion set caught on the doorknob and pulled it out during normal activity. In the past when this issue occurred, he had to replace the needles and currently, these infusion sets had been discontinued. The site location was patient's abdomen and the pump was located on the same side. The infusion had been used for less than a day. Reportedly, the pump was not dropped with the set connected to patient's body. No further information available.